Event description:
On (B)(6) 2013, the patient underwent treatment for a descending thoracic aortic aneurysm with three conformable gore tag thoracic endoprosthesis (ctag). Surgical debranching of the left common carotid (lcc) and the left subclavian artery (lca) was performed. The most proximal ctag endoprosthesis was deployed in the ascending thoracic aorta (zone 0), and extended distally to the descending thoracic aorta. The femoral and brachial arteries were used to gain access. On (B)(6) 2013, the patient experienced parasthesia and diminished pulses of the left arm. An arterial duplex confirmed brachial thrombosis 5 cm above the cubital fossa, and a left brachial embolectomy was performed.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). The gore tag thoracic endoprosthesis instructions for use states: the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths.